Event description:
Greetings, we have received a product report involving a non-medtronic product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. Description of event: according to the reporter, upon opening the package prior to dialysis, it was discovered that the single-use sterile blood circuit was damaged, rendering it non-sterile because of the packaging damage (torn external packaging) observed and unsuitable for use. It was stated that non-destructive effects of single use sterile blood circuit found in the packaging of the permeabilizer before dialysis cannot be used. There was no concomitant medication. There was nothing unusual observed on the device prior to opening the package. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the blood circuit was replaced. There was no reported patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).